Manufacturer narrative:
While performing a review of complaint file cn-(B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
One device was returned for evaluation. No visual inspection was performed, functional testing was performed, and the customer¿s reported problem could not be duplicated. It was found that there were rusty deposits in water tank, opened the pump and found rusty impeller. Faulty water pump was replaced. The root cause for the device problem is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that with the device there was a fill liquid alarm. There was unknown patient involvement.